Manufacturer narrative:
(B)(4). Final analysis of lead lot 0205041664 revealed no anomalies. The lead was functionally ok. The distal end was intact and undamaged. The outer insulation was intact and evenly rounded. The distal end near the electrodes was backfilled with epoxy to make the lead more rigid. The backfill could be seen through the outer insulation. The continuity was acceptable, there were no shorts. Final analysis of extension lot njb094804v revealed no anomalies. The lead was functionally ok. The continuity was acceptable, there were no shorts. Final analysis of the stylet (lot unknown) revealed no anomalies.

Event description:
It was reported that when the lead package was opened, it was noticed that the lead was damaged. The outer casing appeared damaged and uneven, close to where the contacts begin. The lead was not used for the case. A new lead was used and good stimulation was achieved.